Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to high out of range pacing impedance measurements. A lead perforation was confirmed and a revision procedure was performed. The lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.